Event description:
Event description boston scientific crm received information that during an implant procedure, this lead was removed due to a fracture induced at the suture sleeve. No adverse patient effects were reported.